Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple emergency medical service calls and trips to the emergency department due to severe hypoglycemia on unknown date with unknown blood glucose. It was stated that the customer stopped using insulin pump because sensors seldom worked. Customer's blood sugar also dropped when they were driving because the sensor was updating and the insulin pump did not stop delivering insulin as it was designed to do. The insulin pump and reservoir will not be returned for analysis.